Manufacturer narrative:
Event site postal code: (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) display was not clearly visible. No patient was involved, and no harm was reported. A getinge field service engineer (fse) inspected the unit and determined that the display assembly required replacement. The fse replaced the 10.4" display with rtv bead seal (d160-00-0113). Following replacement, the unit was tested and confirmed to be functioning satisfactorily. The unit was returned to the customer in good working condition.